Event description:
It was reported that the stenoscope system had pixelated images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The main connector was reseated during the service call. The system was tested and found to be working as intended and put back into svc.